Event description:
It was reported that during preparation for an unspecified procedure a contamination issue occurred. The switch off value of the flowswitch device is hard to use due to sharp edges and the glove of a health professional was cut. There was no patient involvement.

Manufacturer narrative:
Initial reporter phone: (B)(6). (B)(4). Device evaluation: the unit components were visually examined for any damage, defects, flash or sharp edges and no issues were noted. The device was functionally tested to confirm manually that the switch opens and closes and that the switch does not fall off, no issues were noted. The device was also inspected to ensure that the switch does not jam and no issue was noted. The device was also inspected with a glove to see if there were any sharp edges or flash that could tear a glove and none were found. No issues were noted with the device. The batch number is unknown, therefore, the manufacturing records for the complaint device could not be reviewed. The most probable root cause has been determined to be user preference. (B)(4).